Event description:
It was reported that the patient "fell out" while working in a step-down unit at the hospital and required evaluation at the emergency room with hypoglycemia. The patient's blood glucose levels declined to 42 mg/dl while wearing the pod. The patient's sensor glucose was reading at 120 mg/dl. The patient states that when they passed out, their blood glucose levels were checked and were at 42 mg/dl. The patient was treated with intravenous dextrose. The patient's discharge date was not provided. Dexcom was already notified of this reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hypoglycemia and fainting. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.